Event description:
It was reported that a spectrum iq infusion pump keypad's decimal point was not working during an unspecified process step in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "keypad decimal point button not working" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be decimal key not functioning. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.